Manufacturer narrative:
H3: product analysis of the device found that visually, there was no residue or contamination on the product. There were traces of striations on the proximal end of the probe tip. The tip of the probe fitted securely into handle. Electrically, the resistance of the entire assembly shall be less than 0.3 ohms and measured 0 ohms. This resulted in no continuity or reading results. Functionally, test was performed by using nim console and test resulted in no reading. Test was repeated with reference probe tip and resulted in no reading. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid tumorectomy procedure, it was not stimulated from the monopolar probe and there was no response when the probe was touched, no reaction in the wave form. There was a confirmation of presence of anesthesia and muscle relaxation. The procedure was completed with backup product and the case was extended for 10 minutes. There was no patient injury.